Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Electrical issues were reported relative to the subject lead. After fixing the lead in the atria, the following abnormalities were noted while testing with a psa: - the egm displayed by the psa showed a flat baseline with no p-waves. - sensing failure occurred with an atrial sensitivity of 0.2 mv. - atrial capture failure occurred at 10 v / 2.0 ms, the maximum output. Sensing and pacing failures occurred using the alligator clips used for the testing of the associated ventricular lead. Electrical failure was still noted when the lead was tested in the ventricular connector port of the psa, after repositioning of the lead tip and repositioning in the ventricle. Another lead was implanted.

Manufacturer narrative:
(B)(4).

Event description:
Electrical issues were reported relative to the subject lead. After fixing the lead in the atria, the following abnormalities were noted while testing with a psa: the egm displayed by the psa showed a flat baseline with no p-waves. Sensing failure occurred with an atrial sensitivity of 0.2 mv. Atrial capture failure occurred at 10 v/2.0 ms, the maximum output. Sensing and pacing failures occurred using the alligator clips used for the testing of the associated ventricular lead. Electrical failure was still noted when the lead was tested in the ventricular connector port of the psa, after repositioning of the lead tip and repositioning in the ventricle. Another lead was implanted.

Manufacturer narrative:
At the electrical testing, loss of electrical insulation between the distal and proximal lines was found. The destructive test has detected the distal line to be in contact with the proximal line.

Event description:
Electrical issues were reported relative to the subject lead. After fixing the lead in the atria, the following abnormalities were noted while testing with a psa: the egm displayed by the psa showed a flat baseline with no p-waves. Sensing failure occurred with an atrial sensitivity of 0.2 mv. Atrial capture failure occurred at 10 v / 2.0 ms, the maximum output. Sensing and pacing failures occurred using the alligator clips used for the testing of the associated ventricular lead. Electrical failure was still noted when the lead was tested in the ventricular connector port of the psa, after repositioning of the lead tip and repositioning in the ventricle. Another lead was implanted.